Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met during the loading process. Customer change the syringe needle to resolve the issue. Customer's blood glucose was reported to be within range (value not provided).